Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy, but also had an alternate method of insulin therapy ready if needed. Customer¿s blood glucose level ranged from 72-127 mg/dl.